Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the patient was given an infusion of etoposide and doxorubicin in a bag intended to infuse over 22 hours. Infusion started at 1240 and ran dry the following day at 0855. Infusion ended approximately 1hour and 45 minutes sooner than expected. There was patient involvement but no harm.